Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 29th december 2009 and performed self-tests up to the (B)(6) 2011. The device records a temperature below the recommended minimum standby temperature. The device failed mutliple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2015. The device records manual power ups of 10 minutes duration between (B)(6) 2014 and (B)(6) 2015. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the measurements taken confirm a failing membrane. During investigation the red status led was observed to be lit in time with the pad-placement leds, this is a further symptom of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.